Event description:
The following has been reported: biomed emailed and said please look at the pump download. Waiting to hear back what reported problem was, if any patient harm reported and if issue stopped active infusion. Biomed responded, said: the problem was reported as service needed. There was no patient harm recorded. To the best of my knowledge the issue started at start up. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device is currently experiencing fva pins communications issues. During investigation, the rocker arm axle was suspected to be damaged. Removing this axle renders the fva housing inoperable and requires a replacement part. Rocker arm axle was not damaged upon investigation. Further investigation has isolated the failure to the fva housing, the original boards on a new housing were able to pass testing.